Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the patient's pump was replaced on (B)(6) 2025. The patient was presenting on (B)(6) 2025 and appeared to be in withdrawal. The rep stated that they did a back table prime and replaced a segment of the catheter so the patient would get drug and then there would be a gap without drug. Technical services calculated that the time with drug would be 119 hours and the patient was just past 24 hours of that time. Technical services reviewed that the patient would have a drug gap of 36 hours after the 119 hour with drug. The rep called back later on (B)(6) 2025 after speaking with the hcp. The hcp did try to aspirate the catheter but did not get very much back. The rep asked for calculation of the full catheter length timing without drug. Technical services cal culated 156 hours without drug. The rep called back on (B)(6) 2025 to review priming bolus calculation for the volume that had not gotten drug yet. Technical services calculated 0.222 volume for the prime. The hcp authorized and gave the patient a prescription for narcan. The facility would monitor for 30 minutes. The rep called back again on (B)(6) 2025 and stated that the patient felt good at the time of the report but seemed lethargic, so the rep was worried that the patient was getting overdosed from the priming bolus. The rep was guessing, if not aspirated, the amount of drug could have been around 6mg that the patient was bolused with. The rep stated that they had narcan ready and they may be taking the patient to the emergency room (ER).

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, product type: catheter. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 06-mar-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 22-sep-2027, UDI#: (B)(4); product ID: neu_unknown_prog, serial/lot #: unknown, ubd: 22-sep-2027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that no one knew the cause of the withdrawal on (B)(6) 2025. The previously report that the hcp did not get much back when trying to aspirate the catheter occurred during the revision. When asked if there was difficulty aspirating the catheter or less fluid aspirated than expected, the rep stated "not applicable". In regards to actions/interventions taken to resolve the event, the patient was sent to the emergency room (ER) and observed for 24 hours and, at the time of this report, was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Previously reported conclusion code d14 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that in regards to the cause of the lethargy/overdose suspicion, the doctor ordered a priming bolus and this may have caused the lethargy.